Manufacturer narrative:
As the instrument and fluoro images were not available, further inspection could not be conducted. Review of manufacturing records could not be conducted, because the instrument lot number was not available. Over torqueing of the instrument can be a cause of tip fracture. However, the product could not be inspected, so a possible root cause cannot be established conclusively.

Event description:
Physician reported that the tip of a torque driver broke off completely flush with the top of the screw during final tightening. The tip remains in the patient confined to a screw.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not yet been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That the tip of a torque driver broke off completely flush with the top of the screw during final tightening. The tip remains in the patient confined to a screw.